Event description:
Customer reported a cartridge alarm with the pump during the pumping process. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged to send the customer a replacement pump with updated software and provided instructions for storage mode and the return of the faulty pump. The customer acknowledged understanding and agreed to the steps provided.